Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the tip was cracked and broke during surgery. The procedure was completed by replacing the tip. There was patient contact but no reported information about patient impact. Additional information has been requested. Response awaited. This report pertains to the phacoemulsification tip involved in this reported event.